Manufacturer narrative:
Our power cords are produced to the ul standards and are common to the industry. Power cords are easily subjected to substantial physical abuse which leads to such failures.

Event description:
The power cord smoked and filled the room with smoke, system then went down.